Event description:
It was reported that during a laparoscopic nissen procedure, the device locked up. A new device was used to complete the procedure. There was no patient impact reported. No other details of the event were provided. The device will be returned.

Manufacturer narrative:
(B)(4): advancer. The following information was requested, but unavailable: which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? If so, when? Unk. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Unk. The analysis results found that one device was received in good visual condition. Upon firing of the device, the clips did not fully advance into the jaw causing malformed clips. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found to be bent leading the found feeding issues. However, it could not be determined what may have caused this condition of the tip of the advancer. In addition, the device locked out as intended but the orange indicator under traveled. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.